Manufacturer narrative:
Additional information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients. The following data was provided (customer reference range 1.6 ¿ 2.6 mg/dl): sid (B)(6) initial result = >9.5 mg/dl, repeat result = 1.66 mg/dl. Sid (B)(6) initial result = >9.5 mg/dl, repeat result = 2.19 mg/dl. Sid (B)(6) initial result = 6.7 mg/dl, repeat result = 2.16 mg/dl. Sid (B)(6) initial result = 9.25 mg/dl, repeat result = 2.11 mg/dl there was no impact to patient management.

Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients. The following data was provided (customer reference range 1.6 ¿ 2.6 mg/dl): sid (B)(6) initial result = >9.5 mg/dl, repeat result = 1.66 mg/dl. Sid (B)(6) initial result = >9.5 mg/dl, repeat result = 2.19 mg/dl. Sid (B)(6) initial result = 6.7 mg/dl, repeat result = 2.16 mg/dl. Sid (B)(6) initial result = 9.25 mg/dl, repeat result = 2.11 mg/dl there was no impact to. Patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including part replacement and manual cuvette cleaning. The fsr determined the worn peristaltic head tubing (rohs) (7-202464-01) the likely cause of the discrepant results and replaced the part. Part replacement resolved the issue. No additional discrepant /erratic assay issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review period did not identify a trend for the peristaltic head tubing (rohs). Review of the product monitoring review for clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results. Device history record review was performed and there were no non-conformances or potential non-conformances identified. Labeling was reviewed and sufficiently addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, sn (B)(4).